Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, the patient's right atrial (ra) lead was causing premature ventricular contractions. X-ray showed the ra lead to be dislodged. During repositioning procedure, bodily fluids were found inside of the insulation of the ra and right ventricular (rv) leads. The ra and rv leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2019-11662.